Event description:
A healthcare provider reported that the implantable neurostimulator (ins) had been off since (B)(6) 2016 because when the device was on, the patient could not ¿control their legs¿. The hcp stated that at the time of the report, the ins was off and in MRI mode and the patient did not have their programmer with them. It was noted that the ins might have needed to be jump started. There were no reports of device issues. The indication for use for the implanted device was noted as non-malignant pain and complex reg pain syndrome type I. Additional information from the healthcare provider reported that a revision had taken place and also that the patient had visited the (B)(6) as actions to resolve the inability to control their legs while their device was on. However, it was noted that the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.